Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had displayed e7 (electronic error). It was also reported that the vibra- alarm in the device was no longer functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.